Event description:
It was reported that pt noted increased pain and tenderness at the left anterior abdominal stimulator site which required surgical intervention. The complication was noted as migration/inversion. The pt recovered without sequela. This adverse event was noted on the same date the patient had surgery for another device issue (refer to medwatch # 3004209178200806534).

Manufacturer narrative:
This report is being submitted following an internal audit.